Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the admission discharge transfer was not sending messages. A technical support specialist determined that the adt was not sending messages and forwarded to care fusion coordination engine. The integrated engineer identified that the cce was running, no messages were in queue. Customer reviewed the case with information technology and identified that the adt was down, and it was resolved. Tss confirmed that there was no bd interface issue. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, medication orders were not crossing from genesys to the pyxis server and stations. The user confirmed that patient information was visible in the system; however, the associated medication orders were not appearing. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.